Event description:
It was reported to philips the device will not charge or shock as the therapy knob is not functioning. The device was reported to be in use, however, no direct adverse event to the patient or user was reported.